Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center had a broken connector socket where the cable is inserted. This event was discovered during preparation for use. No patient harm or impact to patient care was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The device was not returned to olympus. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes wear of the locks and pins of the video connector receiver due to repeated use over time, preventing connection. Olympus will continue to monitor the field performance of this device.